Manufacturer narrative:
Accuracy analysis of reported inratio results: discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed. Reported results obtained (B)(6) 2011 are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. This result and the >7.5 inr result from (B)(6) 2011 were found in the reported meter memory from testing with lot 239277. The reported meter memory did not cover more recent tests including the reported >7.5 inr result from testing on (B)(6) 2011. Insufficient info to determine which lot was used in testing for this result. Further testing is required. Several nes errors also produced. Nes error occurs when there is not enough sample applied to the test strips to fill the test area, and/or strip channel is blocked. No indication of inadequate sample volume or strip channel obstruction. Insufficient info to pursue further investigation or determine root cause. No product associated with the complaint is expected for return. In-house testing has been performed on reported lot 239277 on (B)(4) 2011. Results as follows: inratio: 1.6, inratio: 1.6, inratio: 1.6, reference: 1.55, bias threshold: 1.05 - 2.05. Inratio: 2.7, 2.4, 2.5, reference: 2.45, bias threshold: 1.45 - 3.45. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). This is below the action threshold of (B)(4). No product associated with the complaint is expected for return. Reported lot 226219 has since expired as of 02/2011 (strips not expired at the time of customer testing). Most recent in-house testing has been performed on 09/29/2010. Results as follows: inratio: 3.0, inratio: 3.3, inratio: 3.4, reference: 2.74, bias threshold: 1.74 - 3.74. Inratio: 3.4, 3.4, 2.9, reference: 2.51, bias threshold: 1.51 - 3.51. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). This is below the action threshold of (B)(4). No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Testing performed using lot 239277. Customer reported issues with two different lots. It was not indicated which lot was used for this testing.